Event description:
Additional information received that the product was not changed out. As per the user facility, this was not a failure of the temperature probe because the venous probe worked well. The issue was with the arterial probe well integrated into the oxygenator. Cec was 52 minutes. The patient temperature was monitored by the venous probe and the bladder temperature. The patient's temperature at the end of the cec was 37°c.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 18, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: a1 (patient identifier - added patient identifier). A2 (patient information - added age and date of birth). A3 (updated patient's sex). A4 (updated patient's weight). B5 (updated describe event or problem). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was not returned for evaluation. A representative retention sample from the possible product/lot number combinations were tested and found to be functioning properly. An engineering investigation and CAPA have been initiated to determined a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they stated that there was no arterial temperature on the control screen of the console. As per the user facility, they replaced the cable, but it did not help. They believe that it is a faulty probe. No consequences or impact to patient. It is not known if the product was changed out. Procedure was completed successfully.